Event description:
The customer reported the unit displayed ECG fault. Pads ECG and leads ECG were not functional.

Manufacturer narrative:
The customer reported the unit displayed ECG fault. Pads ECG and leads ECG were not functional. The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.